Manufacturer narrative:
(B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). During follow-up communication with the customer for a different complaint, the contact stated that they are unable to provide further information regarding this type of issue due to on-going litigation. Therefore, no further investigation is possible. It is unknown if the involved device was found to be contaminated.

Event description:
On april 24, 2017, (B)(4) received a user medwatch report (mw5068995) stating that a patient who underwent an aortic/mitral valve replacement in 2014 which involved the use of a heater-cooler system 3t. The patient was readmitted to the hospital in 2017 due to a large vegetation on the valve. Blood cultures taken from the patient identified a mycobacterium chimaera infection. The patient had delirium and worsening liver and kidney failure. The patient became unresponsive and the decision was made to withdraw treatment. The patient expired on (B)(6) 2017.